Event description:
It was reported that the thresholds had increased from 0.75 v, 0.4 ms to 2.0 v, 0.4 ms. Impedance had decreased from 500 ohms to 200 ohms. The patient felt "twitching" and the physician suspected "lead breakage" or "lead short".